Event description:
On two occasions we have experienced fluid leakage between the needle and the top of the bumper base.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.